Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent l tkr on (B)(6) 2016. Revised by another surgeon on (B)(6) 2021 due to ligament laxity. Patella resurfaced and insert replaced from 10mm to 14mm thickness. (B)(6).